Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings required adjustments as the customer was receiving incorrect amount of insulin during bolus delivery. The customer alleged that the reported event caused the ankle to swell. Clinical diabetes specialist (cds) discussed issue with the customer and educated customer that swelling of the ankle is not related to the event and recommended that customer consult with their healthcare provider regarding ankle swelling. Customer abruptly ended the call with cds. Blood glucose level was 167 mg/dl.